Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The continuous glucose monitor displayed "low"; however, a specific value was not provided. The customer consumed carbohydrates to treat the bg. The cause for the reported issue is unknown.